Manufacturer narrative:
(B)(4). Date sent: 5/30/2024. D4: batch #a9cl8w. Investigation summary. The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was returned inside its opened packaging. Upon visual inspection of the packaging, the blister was returned broken of a corner in the opening area. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9cl8w, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2024.

Manufacturer narrative:
(B)(4). Date sent 3/6/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please clarify if there was a packaging issue or device issue? Packaging issue. 2. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? The plastic part of packaging was broken. 3. Did the damage to the primary packaging compromise the sterility of the device? Yes. 4. Please provide a picture (if available)? 5. Could you please clarify if there was a device physical damage? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the plastic case was broken there were no patient consequences.